Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced zapping sensation just below implantable neurostimulator (ins) site (B)(6) 2015 ,3 or 4 times that continued and went away in the evening. The patient stated she took a shower and it burned. The patient noticed a blister down from the incision and a rash. It was also reported that there was a little opening at the incision. It was also noted that patient felt pulsing sensation on top of her left leg (B)(6) 2015. The indications for use for this patient were gastrointestinal/pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.